Event description:
A biomedical engineer reported that during a procedure, the system presented with low suction and there was a footswitch problem. The surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).